Manufacturer narrative:
Investigation was not completed on device as the product was not returned. Pictures of leaking were received and in both pictures the complaints was confirmed a leak fleeing from the air vent of the filter. Other analysis reviewing manufacturing process on p/n 21-7394-24 l/n 3900431was conducted with quality engineer on 25-feb-2020. The testing of product revealed no discrepancies and the infusion of tubing performed 100% with no discrepancies. The root cause in order to perform a complete root cause analysis of this failure mode, CAPA 19mbis074 was open on 23-may-2019, on which root cause states that filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid. Action taken CAPA 19mbis074 was open on 23-may-2019 in order to implement the following corrective actions for this failure mode: ·create redlines to the IFU's for all extension sets that contain the 31-1143 filter by principal engineer/CAPA owner, complete on 20-feb-2020 ·complete risk management file review by principal engineer/CAPA owner, complete on 20-feb-2020 ·release production version of IFU, due date: 30-may-2020 (to align with cadd compliance submission).

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps cadd administration sets -flow stop .

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd administration set was leaking chemo drug (etoposide in 500ml) from administration set filter. Subsequently, patient was able to receive rest of their infusion. No patient consequences were reported. No adverse effects were reported.